Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when flushing the flexor raabe guiding sheath with saline solution prior to an unspecified procedure, the side arm of the sheath separated between the proximal base and the "sheath tube". The procedure was completed using another unspecified new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. There was no section of the device that remained inside the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, when flushing the flexor raabe guiding sheath with saline solution prior to an unspecified procedure, the side arm of the sheath separated between the proximal base and the "sheath tube". The procedure was completed using another unspecified new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. There was no section of the device that remained inside the patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted, as well as a supplier investigation. The complaint device was returned to cook for investigation. The side-arm was missing. A small amount of adhesive was noted. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional complaints on the lot. A supplier investigation was conducted for the affected component. The supplier reviewed the DHR and manufacturing specifications, and determined it was possible that insufficient adhesive on the clear tube of the side-arm may have caused the side-arm to separate. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional devices manufactured out of specification in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that supplier manufacturing and quality control deficiencies contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.